Event description:
It was reported the patient was told by their healthcare provider (hcp) that their brain 'had raised some of their other settings' over the last four months. It was also stated that the hcp said 'it decreased the patient's settings from where they had last set it last time.' It was unclear what changes were actually made to the stimulator's settings. It was stated this was the second time stimulation was changed. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2013-00861. The listed report number contains information about the first stimulation change.

Event description:
Additional information received reported that the patient had a CT scan on (B)(6) 2012, in which no abnormality was seen and the leads were in place. It was further stated that the patient periodically had 'falls' in impedance and an increase in current outflow. Reprogramming reportedly corrects this issue.

Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v606250, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v526048, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).